Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, fever, and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to be related to the patient being in a "poor environment". On the day of onset, the patient began treatment with cefazolin 1 gram daily intraperitoneally (duration not reported) and fortum 1 gram daily intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, fifty days prior to this report, the cefazolin and fortum were discontinued. The following day the patient was discharged from the hospital and the patient recovered that same day. Should additional relevant information become available, a supplemental report will be submitted.